Manufacturer narrative:
(B)(4). Approximate age of device -1 year and 11 months. Device evaluation: the report of a potentially compromised driveline was confirmed based on the evaluation of the returned driveline. Approximately 17 inches of the external portion/distal end of the driveline was returned. Continuity testing was performed on the returned portion of the driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed a breach in the insulation of the orange wire, adjacent to the metal/controller connector. Further examination of the remaining wires in this area revealed marks consistent with abrasion. The conductors of the orange wire were exposed. The breach in the insulation of the orange wire appeared to be the result of repetitive flexing of the driveline in this area. There was no evidence of mechanical damage such as crushing or pinching. No other insulation breaches were noted. The breach in the insulation of the orange wire would have interrupted function as a result of the exposed conductors potentially contacting the braided shield and shorting to ground if the device was supported by the patient cable and power module. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the log files evaluated by the manufacturers technical services revealed pump stoppages. The patient was asymptomatic. On (B)(6) 2017, the manufacturer¿s technical services representative performed a percutaneous lead (driveline) replacement. No additional information was provided.